Event description:
It was reported that the patient received several rounds of shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) for ventricular tachycardia. Technical services (ts) review of the device data showed most of the shocks were appropriate; however, on one of the treated episodes a shock was delivered due to oversensing. Some undersensing was also observed throughout the episodes. It was also reported that the battery of the s-ICD was suspected to be depleting prematurely. The remaining battery longevity was 12%. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient had developed the need for a cardiac resynchronization defibrillator system and was implanted on (B)(6) 2025. It was planned to explant the s-ICD system at a later date. No adverse patient effects were reported.